Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was "513" although specific value not provided. Customer was not ablt to addressed bg level.